Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B) (4) testing revealed anomalous output conditions. The no output condition was the result of lifted hybrid bond wires.

Event description:
It was reported that the patient arrived at the hospital with an intrinsic rhythm of 30 bpm. The device was programmed in unipolar mode, which increased the impedance to 9000 ohms and this resulted in no output. Before explant the device was programmed in bipolar mode and normal impedances were found. The device was explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "ok".